Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 tip of the silicone coating was fractured and bent back, remained intact. Piece did not fall in the patient. The jaws of the harvesting tool were not open (even slightly) during the insertion. No resistance was noted while inserting the harvesting tool. Another vh-3500 was used to complete the procedure. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: e3--occupation updated from "non-healthcare professional" to "other healthcare professional". The device was returned to the factory for evaluation on 12/27/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the heater wire. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was not confirmed. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000276975 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.